Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): distal conductor distorted. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and in/on helix mechanism, and apparent explant damage. The analyst also commented that the helix can not extend and retract due to distal conductor distortion within the connector. (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed) and outer insulation cosmetic depression. The analyst also commented that the helix wouldn't extend and retract when analyzed due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that both the atrial and right ventricular leads were dislodged. The leads had positioning or fixing difficulties. The right ventricular lead was unable to retract during repositioning. The leads were removed and replaced with new leads. No patient complications were reported as a result of this event.